Manufacturer narrative:
No intervention/treatment performed was reported. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm with a 32 mm proximal aortic neck length and 5 degrees of angulation. It was reported approximately 5 days post the index procedure a CT image indicated the coverage of the left renal artery due to migration of the proximal stent graft. The patient's creatinine level was 0.9 prior to the procedure but increased to 1.5 post procedure. Per the physician the cause of the event is possibly related to push-up at the distal site. No additional clinical sequelae were reported and the patient will be monitored.